Event description:
It was reported that the customer was hospitalized three times due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure test passed. The customer uses silhouette infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.